Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a business partner regarding a patient with an implantable drug infusion device. The drug being delivered was not reported. The reason for use was reported as spasticity. It was reported that there was a pump failure in (B)(6) 2017 with a replacement. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Update/correction: the date (B)(6) 2018 is considered an approximate date of event (month and year known only). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). It was unknown to the hcp when the pump failure was observed and if the patient had experienced symptoms related to the pump failure. It was clarified that the patient was not under their care at that time and was the patient of an alternate physician whose name was provided.